Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 150-160mg/dl fasting. Verified the strips expire 5/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 210mg/dl and 211mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of 350 mg/dl on (B)(6) 2015 at 05:06 pm.